Event description:
It was reported that the blue line was observed to be red during use. Reportedly there were no patient complications.

Manufacturer narrative:
The device was not received for evaluation.